Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device air detector and downstream occlusion (dso) seal was damaged. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
D9: device was received on 5/12/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached air detector and a missing downstream occlusion (dso) seal. The air detector was re-attached, and the dso seal was replaced to fix the issue.